Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column) and pericardial effusion. Pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted, however, a loss of fluid column occurred. It was noted a pericardial effusion (pe) occurred and pericardiocentesis was performed. Therefore, the sgc was removed, and the procedure was discontinued. Mr remained at a grade of 4. It is unknown what caused the pe. There was no clinically significant delay in the procedure. No additional information was provided.